Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice during use during initial drain. The hp stated that there were air bubbles in the patient line. The baxter technical services representative advised the hp to call his nurse. Baxter product surveillance contacted the care giver on (B)(6) 2011. She stated that she did not notice anything unusual about the supplies from that night. The patient's nurse knows about the incident, and no adverse effects were reported in relation to this incident. There was patient involvement, but no medical intervention or injury reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed.

Manufacturer narrative:
(B)(4). A companion sample was evaluated and no problems were found. This complaint for a report of a low drain volume (ldv) alarm was not confirmed. The root cause was air in patient line. This issue has been escalated to CAPA.